Event description:
A malfunction was reported on a pump, which had been dropped prior to the issue. The customer's blood glucose level remained within a normal range, not exceeding 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the malfunction code did not reappear after the reset. Instructions were provided to contact technical support if any codes recurred.